Event description:
Procedure type: laparoscopic gastric wedge. According to the rptr: this was the fourth fire of the stapler and we had no trouble loading the load. When the doctor fired the load, the staples did not discharge properly into the stomach. The stapler made a crunching noise when fired. A new load was obtained and worked properly. The small metal piece was found in the abdomen when we were retrieving staples.

Manufacturer narrative:
(B)(4).